Event description:
Related to tw: (B)(4). The hospital reported that after a case was completed and patient out of room. Hemopro2 extension cable and hemopro2 adaptor were unable to be disconnected from each other. Many tried to disconnect and unable.

Manufacturer narrative:
Tw: (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
(B)(4). Updated section- b4, g3, g6, h2, h3, h11. Corrected data- h6. The device was returned to the factory for evaluation on 02/26/2025. An investigation was conducted on 03/13/2025. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The cable was returned attached the returned adaptor for related complaint onetrack 1225078. The cable was able to be attached to the reference power supply with no physical or visual difficulties observed. The cable was not able to detached from the returned adaptor for onetrack (B)(4). No other visual defects were observed. Based on the returned condition of the devices as well as the evaluation results, the reported failure "connection issue" was confirmed. The reported device is an OEM device, therefore, a lot history review was not applicable. A lot /serial number was not provided and the specific product lot /serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.

Event description:
N/a.